Event description:
It was reported that on 24 may 2024, a 23mm navitor valve was selected for an implant using a small flexnav delivery system in a patient who already had previous surgery and an unknown biological valve. The initial implant depth was 6mm and at release 0mm with lots of shallow and the patient did not have a horizontal aorta. After implantation, the valve migrated and was above the valve plane. It was necessary to tie the valve using a snare loop catheter so that the valve was in the ascending aorta, so as not to obstruct the coronary arteries. A valve in valve procedure was performed with a new 23mm navitor valve. Post-dilation was performed after the second implant because the gradient was high(10mm) and the patient had aortic insufficiency. The patient is stable.

Manufacturer narrative:
An event of aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no interaction of the delivery system with the deployed valve. Based on the information received, the cause for the reported device embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.